Event description:
It was reported the pt ((B)(6)) was experiencing ineffective stimulation. Surgical intervention was undertaken to address this issue. During the procedure, a kink was observed in the pt's lead near the anchor site. Intraoperative testing of the device found invalid impedance readings for two lead contacts. As such, the device was explanted and replaced. Effective stimulation was restored following the procedure. Further testing of lead appeared to confirm that the integrity of the device had been compromised.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.